Manufacturer narrative:
(B)(4). Date sent 1/6/2025. D4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what color cartridges were used to create the sleeve? Any issue noted with staple formation throughout the procedure? Any difficulty with the device in the initial surgery? What was the site of leak/fistula? Does the surgeon believe the fistula is associated with the ethicon stapler device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a gastrectomy procedure the doctor informed us that a patient presented fistula 4 days after bariatric procedure. According to the doctor, during the procedure, in the last stapling of the stomach, he noticed that after the shooting there was a small bleeding, but he did not tell us which method of hemostasis was used to control the bleeding. We do not have any additional information, since the doctor has committed to sending us a medical report about the incident, patient data and its current status.